Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 serial # (B)(4) description: linear 3-6 lead, 50cm.

Manufacturer narrative:
No additional information will be provided regarding the reason for the explant.

Manufacturer narrative:
The ipg was analyzed and passed all tests. The ipg exhibits normal device characteristics. The damage to the leads is consistent with damages done during the explant procedure and are not considered a failure.